Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pulled back and dislodged one day after implant. The lead was repositioned, and it remains in use. No patient complications have been reported as a result of this event.